Manufacturer narrative:
(B)(4).

Event description:
Clinician reports when attempting to remove the wire/needle after successful catheter insertion, the wire became stuck on the catheter. The entire catheter, along with wire/needle then needed to be pulled out. Upon inspection of the catheter and guidewire it was noted that the guidewire was split. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4), the customer returned one catheterization device for analysis. Signs of use in the form of biological material was observed inside the needle hub. The catheter involved with this complaint was deployed off the needle cannula of the catheterization device and was not returned for analysis. Visual analysis of the catheterization device revealed that the guide wire handle was completely advanced. The guide wire was deployed through the bevel of the needle cannula; however, it was unraveled towards the distal end. One major kink was also observed on the portion of the guide wire that was deployed through the cannula. Microscopic examination confirmed the damage and revealed that the core wire had separated directly adjacent to the distal weld. Despite this, the distal weld appeared spherical and was attached to the coil wire. Visual analysis could not be performed on the catheter involved with this complaint as it was not returned for analysis. The guide wire was retracted back through the needle cannula in order to perform the necessary dimensional analyses. Despite the damage, the guide wire retracted with little to no difficulty. The kink on the guide wire measured 91mm from the black handle. The guide wire length from the handle to the point of separation on the core wire measured 4 3/16", which is within the specification limits of 4 3/16" - 5 1/16" per the guide wire with handle product drawing. The guide wire outer diameter measured .44mm, which is within the specification limits of .432mm-.457mm per the guide wire product drawing. The needle cannula outer diameter measured .0320", which is within the specification limits of .0320"-.0325" per the cannula product drawing. The cannula inner diameter at the distal end measured .0230", which is within the specification limits of .0226"-.0240" per the cannula product drawing. The damaged guide wire was retracted back through the bevel of the needle cannula. Despite the damage , the guide wire appeared to retract with little to no difficulty. Once the guide wire was retracted, a lab inventory guide wire with a diameter of .018" was inserted through the cannula. Little to no resistance was observed as the guide wire was able to pass with little to no difficulty. Performed per IFU statement , "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle (refer to figure 3). When the guidewire is fully retracted, the tip of the guidewire is located at the needle tip". Functional analysis could not be performed on the catheter involved with this complaint as it was not returned for analysis. A manual tug test confirmed that the proximal end of the guide wire was secure within the black handle. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel". The IFU also states, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". The report of an unraveled guide wire was confirmed through complaint investigation. Visual analysis revealed that the distal end of the guide wire was deployed through the bevel of the cannula; however, it was unraveled. Further analysis revealed that the guide wire and the cannula met all relevant dimensional and functional requirements, and a device history record review was performed based on sales history, and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on this, the appearance of the failure mode appears consistent with damage due to the customer retracting the guide wire back through the needle bevel; however, visual/dimensional/functional analyses could not be performed on the catheter involved with this complaint. Therefore, it cannot be determined if any defects to the catheter contributed to the damage. Based on the customer report and without the catheter returned for analysis, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Clinician reports when attempting to remove the wire/needle after successful catheter insertion, the wire became stuck on the catheter. The entire catheter, along with wire/needle then needed to be pulled out. Upon inspection of the catheter and guidewire it was noted that the guidewire was split. No patient harm was reported. The patient's condition is reported as fine.